Manufacturer narrative:
It was reported that the device in question was checked by customer at the start of shift that morning, approximately six hours prior to the event, there was no problems noted. After the incident the device was taken out of service for evaluation. The third party defibrillation electrodes lot code and expiration date is unknown and the pads were disposed off after the event. A clinical review of the reported event by physio-control determined that the device use may have contributed to the patient's outcome, as patient's ECG was unobtainable for entire use of device and first responder were unable to provide defibrillation therapy if needed. In addition, the delay in arrival and use of the second device was approximately six minutes. Customer disregarded physio's warning against third party electrodes use. Physio-control's initial device evaluation was unable to confirm or duplicate the reported failure. Physio is anticipating the device return to the manufacturing facility and continues to investigate the reported failure. Physio will submit a supplemental report on this event to the FDA.

Event description:
In 2009, the customer reported that they responded to an unconscious male patient, and the device would not recognize patient connection to provide defibrillation therapy. The patient's collapse was witnessed and first responders arrived on the scene approximately four minutes after receiving the call to observe the patient in a cardiac arrest. CPR was not in progress upon first responders arrival and the crew connected the defibrillator to patient using third party, defibrillation pads. It was reported that the device prompted "connect electrodes" and failed to recognize patient's connection. User checked the device/pad connection and power cycled the device with no avail. Approximately five minutes after the arrival of the first responders, ems personnel arrived on the scene with another lifepak 500 device and were able to connect patient using the same defibrillation electrodes. The second defibrillator analyzed the patient's rhythm and arrived on the "no shock advised" decision. The delay in patient transfer from the first device to second was approximately two minutes. The patient was not resuscitated.